Event description:
During a clinic follow-up, noise resulting in oversensing was observed on the device. Provocative testing was performed on the device, but there was no noise reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.